Manufacturer narrative:
The most likely cause for the discrepancy observed is due to the sample having a low viral load with which results are known to waiver. This is a sample-specific issue and the reagent is performing as expected. The observed discrepancy is most likely due to the sample being a weak positive for the flu a and sars-cov-2 target that is at/near the limit of detection (lod) of the assay and varying assay sensitivities. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. B3 updated with correct date of event. B6 updated with the correct run date and added run number. Device code updated to test result - non reproducible.

Manufacturer narrative:
An investigation is in progress. A follow-up report will be filed upon the completion of the investigation. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (eua(B)(4), product code: qlt). The product catalog number for the test is 09211101190 and the UDI is (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2 and influenza a (negative for influenza b). The same sample was retested on two separate cobas liat analyzers, both retests generated a negative result for all targets. The results was not released. No harm was alleged. An investigation has been initiated and is ongoing. Per FDA¿s eua guidance, 1 MDR will be filed.